Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s father stated around 9:00 pm the cgm was reading 247 mg/dl with the arrow pointing down. At 11:00 pm he woke up and saw the reading was still 247 mg/dl with the arrow pointing down. At 3:00 am the reading was the same, so he knew something was wrong. He went to check on the patient and found him sweating and urinating the bed in his sleep. He immediately tested the bg which was 473 mg/dl. He felt it must have been around 500 mg/dl for the previous 3 hours. He gave a correction dose of 8.93 units as the patient¿s insulin pump indicated, and the bg came down to 417 mg/dl. He gave another correction dose, of 1.28 units as the pump indicated, and at the time of the call a while later the bg was 326 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.